Event description:
It was reported an issue with optilene suture. The client reported that the packaging unit contains the code c3095825 instead of item number c3097907. It was detected prior to use.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k133890. Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received an open box labelled as optilene thread of usp 5/0 and 75cm length with 2xdr13 needles (code c3097907 and batch 125283) that contains 35 unopened racepacks of the code 3095825 and batch 125275 (optilene thread of usp 2/0 and 90 cm length with 2xhrc26 needles). According to the information received, the unit missing from the box was discarded by the customer. Based on the investigation performed, it was not possible to determine the stage at which the mix up may have occurred. Review of production logs, and warehouse movements confirmed that the two products did not coincide in either production or warehouse. Taking into account that no other customer complaints have been received concerning this issue, we consider that this is an isolated and accidental box. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the root-cause of this mix-up could not be determined. Final conclusion: taking into account that the samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.